Manufacturer narrative:
Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the superior vena cava (svc) impedance was high despite different positions. It was determined that the implantable cardioverter defibrillator (ICD)¿ing used had an issue. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.